Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the inner shaft under the hub appeared to be perforated. Under magnification it was observed that the shaft of the inflation port had a hole. The 0.014" demo synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end without any difficulties. An inflation device filled with water was connected to the catheter inflation port. Attempts made to inflate the device to nominal pressure were unsuccessful. The balloon would not inflate normally. Water was leaking through the guidewire port from the hole in the inflation port. The catheter coating was examined and no anomalies were observed with the coating. The catheter was conforming to its dimensional specifications. The balloon was conforming to its required dimensional specifications. Based on the damage inside the inflation lumen (balloon port), it appears that the user may have mistaken the inflation port with the guidewire lumen port leading to the observed perforation. Therefore, it has been concluded that handling damage was the most probable cause for the observed perforation that led to the leak observe during testing. An assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the device revealed that the shaft appeared to be perforated. There were no reported clinical consequences to the patient.